Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports injection with juvéderm® volbella¿ in dark circles and lips, juvéderm¿ volift¿ in nasolabial grooves and lips and juvéderm¿ voluma¿ in malar area, repeatedly, over a 10 year period without any adverse reaction. A fractional radio frequency was also performed on the entire face. 3 months later, juvéderm¿ voluma¿ was applied to ck1, ck2 and juvéderm¿ volift¿ was injected in the nasolabial groove. 5 weeks later, patient developed firm nodules around the mouth. Antihistamines and non-steroidal anti inflammatory drug (nsaid) were prescribed, without improvement of the lesions. Physician prescribed oral prednisolone, but patient had to stop it because a urinary tract infection developed. Hyaluronidase has been injected in the nodules with manual massage which has helped to reduce the nodules. Patient continues to experience firm nodules in almost all areas that juvederm® has been injected, even in places where no product has been applied for more than 3-4 years. Patient underwent treatment with deflazacort 30 mg for 5 days, and repeated infiltrations with hyaluronidase. Nodules, described as palpable cold and without edema or erythema persist. This is the same event and the same patient reported under 3005113652-2019-00479 ((B)(4)), MDR ID# 3005113652-2019-00480 ((B)(4)), MDR ID# 3005113652-2019-00481 ((B)(4)) and MDR ID# 3005113652-2019-00483 ((B)(4)). This MDR is being submitted for the juvéderm¿ volift¿ injected more than 3-4 years prior to adverse event.